Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler and the sureform 60 white reload, but failure analysis has not yet been completed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a sureform 60 stapler jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the arm was never attached to the system. When they put the reload in to prepare for the procedure, the stapler would not open back up. Never inserted into the patient. They did not use the release tool as it was not closed on tissue. There was no harm or injury to the patient. The procedure proceeded robotically with another sureform stapler.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler has been evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument was fully functional, and no problem was detected. The sureform 60 white reload has been evaluated by the failure analysis (fa) team. The reload was returned to isi for evaluation attached to sureform 60 stapler. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. There were no device related failures. The reload was returned unused and unfired. It was not proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.